Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: incompatible scope e315 (scope error unsupported scope) had occurred due to damage to the charged coupled device (ccd) device. The most probable cause of this complaint was expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope experienced an e315 incompatible scope error. The issue was found during inspection for use. There were no reports of patient involvement.